Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was exit block, acute rise in impedance and threshold. It was noted clavicular crush was observed under fluoroscopy. The lead was capped and replaced. No patient complications have been reported as a result of this event.